Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left subclavian using a rotating hemostasis valve (rhv) packaged with an indigo system aspiration catheter 12 (cat12). During the procedure, the rhv detached while attempting to open the valve in preparation to insert another device. It was reported that multiple attempts were made to resecure the rhv without success. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.